Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's ins is not working. The caller did not provide any additional information regarding the ins not working. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-10-04. It was reported the ins was overdischarged and the patient had issues with length of time to recharge. The ins was going to be replaced with a new ins. No patient symptoms were reported. No further complications were reported/anticipated.